Event description:
The user facility reported that the lighthead went out during a patient procedure. No injuries to hospital staff or patient. A procedural delay was reported.

Manufacturer narrative:
A steris service technician inspected the surgical light and found that the light was indicating a fault 6 over range. The technician replaced the light head, tested it and confirmed it to be operational. No additional issues have been reported. The lighthead subject of the reported event is in the process of being sent back for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The lighthead was sent back to steris for evaluation. Evaluation of the lighthead revealed that the lighthead control board-to-module wiring harness was not properly connected. Additionally, it appears the wiring harness was improperly modified as the connector was crimped onto the wire backwards. Review of the device history record showed no issues during final factory testing; therefore, the improper modifications to the light occurred after installation. This unit is not maintained by steris; therefore, it appears that the improper modifications were a result of user facility or other third party service activities.